Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure is the leaking sieve beds. 4 way valve was dirty, valve operator stuck, oring leaks, hose clamp leaks, muffler - dirty and pm kit - dirty.